Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30360816m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6) kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure was completed the patient¿s blood pressure dropped, and pericardial fluid was confirmed by echocardiography. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. It is unknown if prolonged hospitalization was required as a result of the adverse event. Patient¿s outcome was not provided. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, the physician commented that it is possible that the right atrium was damaged when inserting the coronary sinus (cs). No biosense webster product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On (B)(6) 2020, bionsense webster inc. Received additional information indicating that the cs catheter that was used during the procedure was a beeat cs catheter by japan life line (jll). As such, the device has been added to field d11. Concomitant med. Products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).